Event description:
Pt coded. Monitoring electrodes were put on the pt and there was no reading from the monitor. There was still no reading when a different code cart was used. The original monitoring electrodes were replaced using electrodes from a new package, which resulted in a reading from the monitor. The original electrodes were taken from a package that had been previously been opened.